Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst and encapsulated necrosis during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2025. During the procedure, the cyst wall could not be incised smoothly by electrotomy. The first flange was deployed by incising the cyst wall several times, however, the flange could not be fully expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on december 03, 2025. It was reported that the electrocautery worked as there was charred tissue at the tip end. However, the device was unable to puncture the anatomy. The stent was removed fully covered by the outer sheath.

Manufacturer narrative:
Blocks b5 and h6 (device code) were updated based on the additional information received on december 03, 2025. Block e1: initial reporter's facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150201 captures the reportable event of stent failure to deploy.

Manufacturer narrative:
Block g4 (premarket / 510(k) #) was corrected. Block e1: initial reporter's facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy. During evaluation, heavy procedural residue was noted on the stent and inner sheath upon full deployment, which restricted complete stent expansion. Furthermore, kinks observed in the sheath contributed to resistance during deployment. This condition is likely attributable to procedural factors, such as excessive force and/or manipulation of the sheath during insertion or use, which can result in this type of deformation. However, the investigation could not confirm the reported event of cautery delivers energy intermittently, as electrical inspection assessing continuity between the rf connector and the distal rf electrode identified no issues. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery enhanced delivery system was received for analysis. The handle was returned position 0 of the deployment process. Visual examination identified heavy signs of use on the nose cone, and kinks were observed near the luer and black marker. X-ray examination confirmed that the stent was intact and had not been deployed. Functional testing was performed by attempting stent deployment; however, the stent initially could not be deployed due to resistance associated with kinks in the distal end of the sheath, which was determined to be procedural in nature. After the sheath was straightened, the stent was successfully deployed, although minor resistance remained. The distal flange was heavily saturated with procedural residue, which restricted expansion, while the proximal end of the stent expanded. Electrical inspection confirmed continuity between the rf connector and distal rf electrode with no issues identified. The device was connected to the erbe unit, and bubbles were observed in saline solution, confirming functionality of the tip. No additional device issues were identified. Risk review: a risk review was completed and confirmed that the events of stent failure to deploy and cautery delivers energy intermittently were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst and encapsulated necrosis during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2025. During the procedure, the cyst wall could not be incised smoothly by electrotomy. The first flange was deployed by incising the cyst wall several times, however, the flange could not be fully expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable. Additional information received on december 03, 2025. It was reported that the electrocautery worked as there was charred tissue at the tip end. However, the device was unable to puncture the anatomy. The stent was removed fully covered by the outer sheath.

Manufacturer narrative:
Block e1: initial reporter's facility name is (B)(6); reported here as facility name exceeded character limit for designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst and encapsulated necrosis during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2025. During the procedure, the cyst wall could not be incised smoothly by electrotomy. The first flange was deployed by incising the cyst wall several times, however, the flange could not be fully expanded. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.